Manufacturer narrative:
The device has not been returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary. Boston scientific crm does not have sufficient information to determine that this device behaved in the manner described in the advisory. The device was explanted in (B)(6) 2015 for normal battery depletion. There have been no additional allegations or complaints reported since the initial legal claim. The product is currently undergoing laboratory analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the device memory confirmed there were resets. These occurred at or post-explant. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. An initial report was previously submitted to FDA on 02/10/2009; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report.

Event description:
Boston scientific crm received new information three years later indicating that this patient or a representative for the patient has retained an attorney and recently submitted paperwork as part of the litigation process. Boston scientific crm has no specific information as to whether there were any adverse patient effects. This 1291 device is included in an advisory population, insignia microcrystal failure mode 2 population ((B)(4) 2005).